Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was hard to activate. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Multiple attempts were made by tandem technical support to follow up with the customer; however, no further information was provided on the reported event.